Manufacturer narrative:
Please refer to the attached report - analysis of provided data revealed: - as reported, the report pdf dated 21 june 2024, related to device ulys sn:(B)(6) was incorrectly generated. - the root cause of the issue could not be determined with certainty, it could be due to remote monitoring system limitations or software bug. - it should be noted that the report can be correctly generated on request. - this case is retained for trends purposes.

Event description:
Reportedly, following a tip, in the generated report, a part is missing.